Event description:
Abnormal vision [vision abnormal nec]. Plaque-like appearence on a lens [device failure, defect]. Case description: a physician reported that 2 pts developed a plaque-like appearance on an implanted ceeon 912 lens. This is the report of the second pt. A pt experienced abnormal vision approx one year after undergoing a ceeon 912 (diopter 20.5) lens implant. Upon examination, the physician noted a plaque-like appearance on the lens and felt it may be a piece of the lens. The pt underwent yag laser surgery in an attempt to correct the problems. As of 2002, the lens remains implanted and the event persists. Case comment: the reported terms are abnormal vision and plaque-like appearance on the lens. The reported terms need further clarification. However one of the reasons for the foggy vision could be a secondary cataract. Secondary cataract formation is a major complication of iol implantation after extracapsular cataract extraction (ecce or phacoemulsification). The incidence is in the range of 18-50% in adults followed for as long as 5 years.